Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g1; g2; g4.

Event description:
Patient later reported capsular contracture, causing severe pain, and compromising health and quality of life.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker IV. The device remains implanted.